Event description:
It was reported that stent dislodgement occurred. A 2.50 x 32 mm synergy xd drug-eluting stent was advanced for treatment; however, during the procedure, the stent dislodged from the balloon and failed to cross the lesion. No additional information was provided.